Event description:
A pt underwent a thrombectomy of the popliteal artery approximately seven years post implant of a prosthetic aortic valve. The surgeon reported that he did "not have a pathology report to confirm whether or not this was an embolism versus an in-situ thrombosis."